Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose of 600mg/dl and treated with a shot. Troubleshooting found that there were 2 small bubbles in the tubing and were able to be purged. The customer was advised to change out entire set, reservoir and insulin and treat per doctor's instruction. Customer declined to perform a high pressure test. Customer's blood glucose at the end of the call was 514 mg/dl. The customer was advised to call back if further assistance is needed as it appears that the pump is operating as designed.